Manufacturer narrative:
Block b5 has been updated with additional information received on august 06, 2024. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-03496 and 3005099803-2024-03497 for the associated device information. It was reported to boston scientific corporation that a flexima plus biliary stent was used during a procedure performed on june 27, 2024. During the procedure, the device (the subject of this report) was attempted to be advanced into the papilla after crossing the guidewire; however, it was unable to advance. The device was checked after the procedure, and it was noted that the tip of the inner sheath was cut diagonally. Another flexima plus biliary stent (the subject of MFR. Report # 3005099803-2024-03497) was used and was checked upon unpacking prior to insertion through the scope; however, the same problem of the inner sheath being cut diagonally was noted. The procedure was then completed with a non-boston scientific stent. There were no patient complications reported as a result of this event. **additional information received on august 06, 2024** the stent was used to treat a hilar bile duct stenosis in the right hepatic portal region during an endoscopic biliary drainage procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-03496 and 3005099803-2024-03497 for the associated device information. It was reported to boston scientific corporation that a flexima plus biliary stent was used during a procedure performed on (B)(6) 2024. During the procedure, the device (the subject of this report) was attempted to be advanced into the papilla after crossing the guidewire; however, it was unable to advance. The device was checked after the procedure, and it was noted that the tip of the inner sheath was cut diagonally. Another flexima plus biliary stent (the subject of MFR. Report # 3005099803-2024-03497) was used and was checked upon unpacking prior to insertion through the scope; however, the same problem of the inner sheath being cut diagonally was noted. The procedure was then completed with a non-boston scientific stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Block h11: a flexima plus biliary stent was received for analysis. Visual inspection found the tip of the guide catheter was cut diagonally, confirming the reported event. Functional inspection was performed, and the stent deployed correctly without any problems. No other problems were noted with the device. Product analysis confirmed the reported event of catheter-guide break; however, the reported event of stent difficult to advance was not confirmed. Boston scientific initiated an investigation to further investigate flexima biliary stent "catheter-guide break" complaints and determine whether any additional corrective actions are warranted. Boston scientific's investigation found that the current tip cutting process can lead to process variation. Boston scientific is currently implementing solutions which include the introduction of cutting fixtures and additional inspections to mitigate process variation during the tip cutting process.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-03496 and 3005099803-2024-03497 for the associated device information. It was reported to boston scientific corporation that a flexima plus biliary stent was used during a procedure performed on (B)(6) 2024. During the procedure, the device (the subject of this report) was attempted to be advanced into the papilla after crossing the guidewire; however, it was unable to advance. The device was checked after the procedure, and it was noted that the tip of the inner sheath was cut diagonally. Another flexima plus biliary stent (the subject of MFR. Report # 3005099803-2024-03497) was used and was checked upon unpacking prior to insertion through the scope; however, the same problem of the inner sheath being cut diagonally was noted. The procedure was then completed with a non-boston scientific stent. There were no patient complications reported as a result of this event.